Manufacturer narrative:
The insulin pump was received with a button error alarm and unresponsive buttons due to corroded keypad traces. The unit had a minor scratched liquid crystal display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error, which could not be cleared, and had an unresponsive keypad. The customer's blood glucose was 139 mg/dl. The customer did not observe any significant events leading to the alarm or keypad issues. The caller noted that they were on their boat when the issue occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.